Manufacturer narrative:
The customer reported during the surgery, the wall pressure was lowered below that needed for the equipment to work. The pressure was listed to have been at <58 pounds per square inch (psi), instead of the expected 90 psi. They did not listen the warning of lack of pressure and they continued the surgery until they realized that the eye lost pressure. Patient experienced choroidal detachment. Currently, this patient is diagnosed with a hemorrhage (in the affected eye), and has lost all vision. Additional, related information was requested but was not provided by the customer. Intraocular surgery has always been recognized to induce substantial intra-ocular pressure (iop) fluctuations, this is true for both anterior (i.e. Cataract surgery) and posterior segment (i.e. Vitrectomy) surgeries. Acute ocular hypotony is common during many intraocular surgeries and is believed to precipitate the development of suprachoroidal hemorrhage (sch). There are numerous times during cataract surgery (incidence=0.06%-0.16%1,2), glaucoma filtration surgery (0.15%2), vitrectomy (0.41%2), penetrating keratoplasty (0.56%2), k-pro surgery, dsek, iofb removal and trauma repair when there is no infusion and the eye is at atmospheric pressure yet suprachoroidal hemorrhage rarely occurs. Pars plana vitrectomy (ppv) differs from other intraocular surgical procedures in that the prolonged acute hypotony is not a predominant feature. Intra-operatively, maintenance of eye pressure is a balance between infusion (irrigation) and extrusion (aspiration) with both parameters actively controlled by the surgeon and with the advent of iop control features, supported by vitrectomy/phaco machines. Hypotony (<5mmhg) is in fact fairly common in eye surgery that most eye surgeons anticipate this to occur during surgery. Surgeons have been trained to recognize and mitigate this by adjustment of the previously mentioned parameters be it manually or through the machine to adapt to what is being performed during surgery. It is therefore for the most part a transient occurrence. Choroidal detachment has been reported to be related to hypotony and iop fluctuation. In a study that looked at risk factors and outcomes in sch during ppv by tabandeh et al., significant risk factors for the development of sch during ppv included high myopia history of retinal detachment (rd) surgery , rhegmatogenous rd , use of cryotherapy , scleral buckling at the time of ppv , external drainage of the subretinal fluid , and intraoperative systemic hypertension. Other intraoperative factors that can influence the likelihood of choroidal hemorrhage leading to detachment may include sudden rise in blood pressure, a positive valsalva maneuver such as coughing, straining, and squeezing of the lids by the patient, a tight lid speculum causing pressure on the globe, or vitreous loss during surgery. Under normal conditions, intraocular pressure pushes choroidal blood into the vortex veins. However, when there is a sudden decrease in iop, the blood coming from the anterior and posterior ciliary arteries cannot pass through the veins, causing blood to accumulate in the suprachoroidal space. The physiologic 1 to 3 mmhg pressure difference between the suprachoroidal and intraocular areas usually keeps blood from accumulating in the suprachoroidal space. When the globe is open, however, the pressure difference between the 2 areas decreases sharply. This may cause the vessels to rupture, allowing blood to escape and allowing the choroid to separate from the scleral wall. Several risk factors such as elevated iop, glaucoma, low sclera rigidity, high myopia, generalized atherosclerosis, hypertension, peripheral vascular diseases, liver disease, age, and increased axial length have been identified as potential contributors. Although suprachoroidal hemorrhages are associated with hypotony and intraoperative iop fluctuations, in this case, major contributors to this event are unknown. The system was examined and the reported event was not replicated. However, the company representatives confirmed the reported (low-pressure) issue, as the inlet pressure was determined to have been below standard. The pressure has been optimized to 104 (psi) and was confirmed to have been functioning as expected. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event of ¿pressure issue-system¿ can be attributed to the facility¿s wall inlet pressure. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a surgical procedure the system pressure from the wall decreased which caused the patient to experience a choroidal detachment. The surgeon heard a depressurization sound, the system did not give warning of breakdown. The patients current condition is a hemorrhage in the eye and has lost all vision. Additional information has been requested but not received.

Manufacturer narrative:
Corrected information has been provided. The manufacturer internal reference number is: (B)(4).

Event description:
A company representative reported that the surgeon did not listen to the warning of lack of pressure and continued the surgery. It was then realized that the patient's eye had lost pressure.